Event description:
When drain was removed from the pt's left hip, piece of drain was left in pt. The piece of drain was removed via surgical intervention. Pathological review of the drain segment revealed a 1.5 cm portion with one end of the tubing exhibiting a smooth resection margin and the other end fragmented.